Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed "pacer fault 115" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a relay-safety on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was replaced and returned to the customer. Analysis for reports of this type has not identified an increase in trend.